Event description:
The customer reported that the shock button does not work during daily check.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.